Manufacturer narrative:
H.6. Investigation: this statement is to summarize the investigation results regarding the complaint that alleges false positive results when using bd veritor¿ sars-cov-2 and flu a+b (material # 256088), batch number 1194834. Bd quality performs a systematic approach to investigate false positive complaints. This approach involves review of manufacturing batch history records, testing of retention samples, and testing of customer returned samples, if applicable. An investigation and testing were performed on the batch number provided. A photograph was returned and showed case#: (B)(4) (no product photo was provided) and was unable to confirm of reported false positive. The reported complaint was unable to be confirmed. The root cause could not be identified. Bd quality will continue to closely monitor for trends. H3 other text : see h.10.

Event description:
It was reported while testing with bd veritor¿ sars-cov-2 and flu a+b a false positive result was obtained. Negative flu a on veritor was used for confirmatory testing. There was no report of patient impact. Eua (B)(4). The following has been provided by the initial reporter: discrepant results: positive for flu a on ver 256088, negative for flu a on ver 256045. No pcr test performed.

Manufacturer narrative:
(B)(4). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while testing with bd veritor¿ sars-cov-2 and flu a+b a false positive result was obtained. Negative flu a on veritor was used for confirmatory testing. There was no report of patient impact. (B)(4). The following has been provided by the initial reporter: discrepant results: positive for flu a on (B)(4). Negative for flu a on (B)(4). No pcr test performed.